Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer notified physio-control that their device was showing all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device at the failure analysis center and verified the reported failure. The device would intermittently lock up and deplete the internal hlc batteries. However, further cause of the failure was not determined. A replacement device was provided to the customer.